Event description:
Subsequent information received indicated that the left anterior tibula distal portion, was also a total chronic occlusion.

Event description:
It was reported that during the procedure, an asahi confianza pro 12 180 guide wire was advanced toward a calcified lesion in the non-tortuous distal left anterior tibula vessel, however, resistance was felt during the advancement, and the guide wire core kinked. Since resistance was felt during advancement, following the kink, the guide wire was withdrawn, along with a non-abbott catheter as a single unit. During withdrawal, resistance was felt between the guide wire and the vessel, and the guide wire tip separated in the anatomy. Snaring of the separated wire was attempted, but unsuccessful. Using local anesthesia, a small incision was made in the vessel and the tip was successfully retrieved, then pressure was applied to the incision site. The procedure was not completed. There were no adverse patient sequelae, however, a clinically significant delay was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Customer reported the device is discarded. A follow-up report will be submitted with all additional relevant information. The device is manufactured by asahi intecc. Co. Ltd. (B)(4); however, abbott vascular distributes the device and is responsible for MDR reporting.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Reviews of the lot history and complaint history of the lot number could not be conducted because the lot number was not provided. A cine review of the procedure confirmed guide wire tip separation during attempt to cross a severely calcified, occluded vessel. It should be noted that the warning section of instructions for use indicates that if any resistance is felt due to spasm or the guide wire being bent or trapped while operating the guide wire in the blood vessel or while removing it, moving or torquing the guide wire against resistance or with excessive force may cause guide wire breakage or damaged, resulting in fragments being left inside the vessel. Based on the information reviewed, there is no indication of a product deficiency.